Event description:
Consumer claims to have had ear pierced with the inverness ear piercing system at a retail vendor in 2000. Pt sought medical attention 3 days later for an infection at the piercing site. Incision and drainage was performed and antibiotics were prescribed.